Manufacturer narrative:
The results of the investigation are incomplete at the time of this report.

Event description:
The event is reported as: the customer alleges that the product fell apart where the tubing connects to the purple attachment. The attachment was replaced w/o further issues. No report of pt injury or clinical consequence.